Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified middle of the left circumflex artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation but could not pass through the lesion. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was fine.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 4.50mmx12mm nc emerge mr balloon catheter was returned for analysis. A visual and tactile examination of the hypotube found no issues and no issues were identified along the entire shaft polymer extrusion. A detailed microscopic examination identified a pinhole at 1mm proximal of the distal markerband of the balloon material. A microscopic examination of the shaft polymer extrusion and tip profile were found no issues. A leakage test was performed. The device was attached to an encore inflation unit; a pinhole was identified at 1mm proximal of the distal markerband. An attempt was made to inflate the device to the rate burst pressure (rbp) of 18 atmospheres (atm) as per the nc emerge instructions for use (IFU). The device failed to inflate fully due to the pinhole. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Analysis of the returned device noted a pinhole 1mm proximal of the distal markerband of the balloon material, confirming the allegation of balloon material rupture. However, as it is not possible to test the device for navigation through patient anatomy, the complaint allegation of catheter difficult to cross lesion cannot be confirmed. It is most likely an interaction occurred between the device and the patient's anatomy that contributed to the reported event. The device could not cross the lesion due to the calcification. The patient's anatomy was mildly tortuous, severely calcified and 80% stenosed mlcx lesion.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified middle of the left circumflex artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation but could not pass through the lesion. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was fine.